Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal date (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain.') And uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 787228) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and iron deficiency anemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and iron deficiency anaemia ("iron deficiency anemia"). The patient was treated with surgery (robotic assisted hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and iron deficiency anaemia outcome was unknown. The reporter considered iron deficiency anaemia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012, (B)(6) 2012 insertion details-left 5 coils were noted discrepancy noted in date of removal -(B)(6) 2020, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression bilateral fallopian tube occlusion. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received- lot number added.event medical device removal updated to pelvic pain.new reporter, medial history, lab data were added. New event added: abnormal uterine bleeding and iron deficiency anemia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal date (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain.') And uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 787228) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and iron deficiency anemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and iron deficiency anaemia ("iron deficiency anemia"). The patient was treated with surgery (robotic assisted hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and iron deficiency anaemia outcome was unknown. The reporter considered iron deficiency anaemia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012, (B)(6) 2012 insertion details-left 5 coils were noted discrepancy noted in date of removal -(B)(6) 2020, (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.